Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a clogged/blocked cannula(s). The following information was provided by the initial reporter. The customer stated: "blood was not drawn after venipuncture with the product. There may be clog of the needle."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a clogged/blocked cannula(s). The following information was provided by the initial reporter. The customer stated: "blood was not drawn after venipuncture with the product. There may be clog of the needle."